Manufacturer narrative:
Upon receipt, the device was found to be in backup operation mode. Analysis of the device image revealed that device went into backup mode due to a power-on-reset (por) during capacitor maintenance. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A capacitor maintenance was performed successfully, and the backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy and discomfort due to phrenic nerve stimulation (pns). Abbott technical support was contacted and reprogramming of the device was unsuccessful. The device was explanted and replaced to resolve the event. The patient was in stable condition.